Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 29, 2021. Section d9: returned to manufacturer: yes. Device evaluation: the product was received in the original packaging. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that there is no iol inside the cartridge, the plunger is moved to end of the cartridge tip and the cartridge tip is damaged. The complaint can be confirmed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Give date: n/a (not applicable). The intraocular lens was not implanted. If explanted, give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. Initial reporter phone number: (B)(6). Report source: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) was stuck in an injector and did not come out. It was later explained that the lens was caught in the incision, but when the plunger was pushed forward, it became quite tight at the opening of the incision, and there was considerable resistance even when the plunger was screwed. The tip of the injector(cartridge) expanded when the lens was being inserted, making it difficult to insert the injector into the cornea. The doctor pressed it while turning the screw of the plunger. The lens came out of the incision once came out of the cartridge, and the doctor could not insert the iol. The doctor inserted the injector into the cornea again, but this time the plunger did override the iol, and the lens did not come out. This problem occurred for two products in a row on (B)(6) 2021 where there was considerable resistance when turning the screw of the plunger and in the later attempt, iol also popped out from the incision opening. The operation was not completed and the procedure was performed the next day on (B)(6) 2021. On (B)(6) 2021 there was no problem during the surgery. Currently, the patient's eyesight is not a problem, but corneal inflammation was reported. No information or details regarding the inflammation treatment was provided. No further information was provided. This report pertains to the reported event on the first device. A separate report is being submitted for the reported event on the second device.